Manufacturer narrative:
Additional information: the device was received with battery voltage above elective-replacement level (eri). Device image analysis indicated battery impedance and average monthly voltage anomalies occurred due to un-calibrated data measurements, consistent with firmware corruption. After calibrating the data, battery impedance was correctly measured. The reported event of battery impedance anomalies was confirmed. Analysis also indicated that the device was programmed to high output mode and being implanted nearly the full length of its projected longevity. At this stage, the battery¿s capacity is significantly reduced and its voltage level is sensitive to variations in usage such as prolong telemetry interrogation, high output settings as well as temperature changes. These conditions can result in fluctuations of measured battery voltage level, which affects the longevity estimates. Electrical and mechanical test results indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. The reported event of premature battery depletion was not confirmed.

Event description:
Additional information received indicated that the device was explanted and replaced to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, incorrect device battery impedance was noted on the device. After contacting technical support, the device was noted to have three more months before end of life (eol). Device exchange is anticipated. The patient was stable.